Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was reading low. At around 6pm on (B)(6) 2011 mr. (B)(6) took a reading and the results were 36, he felt this was not accurate so he retested and got a reading of 38, again and the reading was 538, again and it was back down to 38 the last reading was 94. All readings were within 10 minutes caller did not feel symptomatic, and is feeling fine now, the caller had eaten within an hour of testing. No treatment as he was sure the meter was inaccurate. Controls not used. Replacing product.